Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The device was previously returned for service unrelated to the complaint or service history. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Customer wanted to know why he was getting this alarm when the door is close. I explain to the customer that if the sears on the door latch is bent, or crack this will cause the 8100 to have that alarm. I also had the customer to look at the sears to see if they are bent, or crack. The customer said yes they look bent. I explained to the customer to fix this error is to replace the sears on the door latch. The customer said ok and ended the call.